Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: (B)(4).

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted ipg and linear leads were discarded by the medical facility.